Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had data entered two days prior to implant data and caller was unsure if this caused battery drain. The device remains in use. No patient complications have been reported as a result of this event.